Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer was instructed to load a new cartridge. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.